Manufacturer narrative:
Method code correction: g4 in the initial report should have been nov 7, 2019 instead of nov 8, 2019.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic after receiving high voltage therapy due to a malfunctioning competitor product. Upon interrogation, the implantable cardioverter defibrillator had multiple unavailable electrograms. No intervention was performed to resolve the issue of unavailable electrograms. The patient was in stable condition.